Event description:
Right eye silicone oil in the vitreous cavity. Filter cannula bd blunt fill needle 18g 1,2x40mm fa. Becton. Dickinson ref. (B)(4), lot: 4064631, verf.: 30.04.2029.

Manufacturer narrative:
Device evaluation: it was reported there was silicone oil in the vitreous cavity. Our quality team has completed a device history record review for material number 305211 and lot number 4064631. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.

Manufacturer narrative:
Follow up MDR for correction. Annex a, e, f codes updated. Adverse type: adverse event the type of reportable event was incorrect in the initial MDR. Updated type of reportable event to serious injury.